Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 2018. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a pcb00 18.5 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2018, it was noticed to have a lint fiber attached to the under side of the lens. Therefore, the lint was removed by irrigation/aspiration and no injury to patient or wound enlargement was necessary. There was no vitrectomy or sutures used and the lens remains implanted in the patient's operative eye. The patient is also doing fine. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.